Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(4) of bacterial peritonitis with culture positive for serratia marcescens in a patient coincident with dianeal pd4 unknown bag and physioneal 40 unknown bag therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent and abdominal pain, requiring hospitalization. On (B)(6) 2011, remedial treatment began with a single 2g dose stat of ceftazidime and a course of meropenem 1g/day intravenously (IV). On (B)(6) 2011, the patient was discharged from the hospital with meropenem ongoing. On (B)(6) 2011, meropenem was discontinued. The cause root cause of the bacterial peritonitis with culture positive for serratia marcescens to be unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.